Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all of the information received. It was reported that while in use on a patient, this 980 ventilator produced smoke where the gui (graphical user interface) and bd (breath delivery) connect and generated an alarm. The device was available for evaluation. The sp (service personnel) inspected the ventilator and found the primary ventilator battery showing the battery was inoperative. The sp swapped the compressor primary battery to the ventilator primary battery and that battery then went inoperative. The sp replaced the bd power controller pcba (printed circuit board assembly) , bd power distribution pcba, battery backplane pcbas and the two batteries. The unit passed all functional tests and calibrations as per manufacturer specifications at the time of service. With the information available the investigation determines a plausibility of smoke, likely due to the potential fault isolated in the field with the bd power controller and/or bd power distribution and/or battery backplane pcba and/or batteries. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 980 ventilator produced smoke where the gui (graphical user interface) and bd (breath delivery) connect and generated an alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Device evaluation summary: updated due to part return medtronic conducted an investigation based upon all of the information received. It was reported that while in use on a patient, this 980 ventilator produced smoke where the graphical user interface (gui) and breath delivery (bd) connect and generated an alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the primary ventilator battery showing the battery was inoperative. The sp swapped the compressor primary battery to the ventilator primary battery and that battery then went inoperative. The sp replaced the bd power controller printed circuit board assembly (pcba), bd power distribution pcba, battery backplane pcbas and the two batteries. The unit passed all functional tests and calibrations as per manufacturer specifications at the time of service. One bd power controller<(>&<)> distributor pcba and battery backplane pcba was received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced components did resolve the issue in the field however, the returned components (bd power controller/distribution pcba and battery backplane pcba ) were analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result additional code added. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all of the information received. It was reported that while in use on a patient, this 980 ventilator produced smoke where the graphical user interface (gui) and breath delivery (bd) connect and generated an alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the primary ventilator battery showing the battery was inoperative. The sp swapped the compressor primary battery to the ventilator primary battery and that battery then went inoperative. The sp replaced the bd power controller printed circuit board assembly (pcba), bd power distribution pcba, battery backplane pcbas and the two batteries. The unit passed all functional tests and calibrations as per manufacturer specifications at the time of service. One bd power controller pcba, bd distribution pcba and battery backplane pcba was received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. Two batteries were received to medtronic for further analysis. The batteries were inserted into the primary battery receptacle of test unit and tested individually. After installing the batteries into the vent, a red ¿!¿ for the primary battery receptacle was observed on the bdu status display and the red battery fault indicator was triggered. Analysis determined the returned batteries faulty due to hardware short circuit (hsc). The replaced components did resolve the issue in the field however, the returned components (bd power controller pcba. Bd distribution pcba and battery backplane pcba) were analyzed and tested satisfactorily. The investigation found the returned batteries faulty however cause to reported issue could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.